Event description:
An aneurx bifurcated stent graft was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm and vessel morphology are unk. It was reported that approx two weeks post operatively the pt presented to the ER with complaints of leg pain. Radiographic investigation demonstrated that the ipsilateral limb of the bifurcated stent graft was occluded. A lateral view of the occlusion showed that the stent appeared to be compressed by a stenosis in the artery. It was reported that a thrombectomy was performed, which was partially successful, and a wall stent was placed in the area of compression. No add'l sequelae were reported and the pt is reported to be fine.